Event description:
Non-integration. Doctor. Placed 4 implants and the implant process went well. All torqued to 20 nc. When patient came back a week later, the implant was so loose it, dr. Pulled it out with his finger.

Event description:
Non- integration. Dr. Placed 4 implants and the implant process went well. All torqued to 20 nc. When patient came back a week later, the implant was so loose it, dr. Pulled it out with his finger.